Event description:
Customer reported the overtape, for the sensor, caused her skin to be irritated. Customer's blood glucose was 127 mg/dl. Customer stated there are no signs of infection, bumps, or blood on the site. Customer states the area looked red and it was a giant rectangle and round. Customer uses etoh to prep skin. Customer was advised to use the sandwich method, barrier wipe only on the tape area. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.